Event description:
It was reported that a pump declared an altitude alarm, and the customer's blood glucose level at the time of the event was unknown as the caller declined to provide this information. There was no adverse impact to the customer's blood glucose level. The customer had experienced this issue previously with the same pump within the past month. As a corrective action, tandem technical support arranged for a replacement pump and instructed the customer on necessary steps, including returning the problematic pump. The customer was also informed to allow the battery to deplete before transportation and to return the pump using the provided pre-paid label and return box.